Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a single use soft-tipped disposable injector (model: r-inj-04). The event description provided to rayner indicates that the nozzle broke during insertion of the iol into the eye. For further info please refer to rayner intraocular lenses limited's MDR report (B)(4).